Event description:
The pt reportedly experienced loss of lock between the external equipment and the internal device. Programming adjustments were made and the external equipment was exchanged, however this did not resolve the issue. Revision surgery is under consideration.